Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out". The customer's blood glucose level was unknown at the time of the incident. Customer states the pump alarmed after battery change. The customer was informed that the alarm was normal insulin pump behavior and was advised to monitor the device for any further reissues. The customer did not return the product back for analysis.